Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x -rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the revision surgery was done at (B)(6). The pt received a duracon ts 7 yrs ago after post-bilateral knee infections and antibiotics protocol. When he implanted the duracon ts femur seven yrs ago, he did not use a stem on the component. The tibia baseplate did have a stem along with a ps insert. The duracon ts tibia baseplate was solid and took some effort to get out but the duracon ts femoral component was loose and fell out. All implants (duracon ts femur, tibia and ps insert) were removed and a mrh knee was implanted."